Manufacturer narrative:
(B)(4). No conclusion code available. The reported setscrew anomaly was confirmed in the laboratory. The rv coil and rv is1 tip setscrews were stripped and would not engage with a torque driver. The a is1 tip setscrew would not fully tighten. Septa material was noted inside the setscrew hex cavities.

Event description:
It was reported that the rv and svc connector pins could not be removed from the device during a generator change. Troubleshooting attempts were made but were unsuccessful. The physician decided to cut the leads and capped them to remove the device from the pocket. Patient's condition was good post-procedure.